Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed but datas are insufficient to confirm the reported event. The reported device was received in brézins for investigation. Once in brezins, nothing was noticed during external visual checks. Several tests were performed. The first test was carried out in maintenance mode and proved to be compliant. Then, tests with partner software succeeded in triggering the air alarm but the time taken to detect the air alarm was too long. Also, the quality control was not compliant for air detector test, with a time too long. Internal inspection founded that the ribbon cable of air sensor was not correctly inserted. Then, nothing was noticed during visual inspection on the air sensor. Tests with partner software were repeated after reinserting the ribbon cable, and the result was the same. Then tests with partner software were repeated after the installation of a test air sensor and it calibration, and the result was the same. We can't access it without changing all the customer parameters. The conclusion is therefore that the air sensor is not defective but that the issue must lie in the programming of the bubble size detection parameter. This complaint is considered as valid. To solve the problem, we advise you to adjust air bubble parameters in basic profile configuration "par27: air parameters" (reduce the size of air bubble detection) and to change the ribbon cable between the screen board and the cpu board as it was damaged during the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: even after maintenance tests have been performed , staff have complained that : air had run completely through the pump and continued about 30cm beyond pump towards patient before it alarmed. Chemotherapy was running so line could not be kept to show you. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.